Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the introducer was kinked at the proximal end, the guide could not be introduced and the introducer broke in half during splitting/peeling. The introducer was replaced. No patient complications have been reported as a result of this event.